Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: n500930002, ubd: 24-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl, lioresal, and bupivacaine, all with unknown concentrations and doses. It was reported the patient¿s pump was replaced on (B)(6) 2018 because she accidently knocked it out and it ¿quiled¿. The pump was ¿knocked out of line¿, and the catheter was twisted. No patient symptoms were reported. The event was reported to have first started in october 2017. No further patient complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-apr-2018 from a healthcare professional who reported that the cause for the pump being ¿knocked out of line¿ was that the patient had fallen on (B)(6) 2018 hitting the pump. Per the hcp, the patient¿s pain increased after that point. No further complications were reported/anticipated.